Event description:
Revision surgery due to patella tendon repair / unknown revision reason.

Manufacturer narrative:
The agent reported, revision surgery due to patient had patella tendon repair. Complaint has been evaluated and is similar to report number 1644408-2023-00128; 342-16-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.